Event description:
Caller reported that insulin gauge displayed a different amount than expected, experiencing a fill estimate issue with the pump showing 55 units, which remained static despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about the cause of the issue related to pressure variances, explaining that the fill estimate would begin counting down once the insulin amount matched the static display, and the caller acknowledged understanding.